Event description:
Hospital risk management made aware of a pca pump access door that had been tampered with potentially by a pt. In addition, the hospital's biomed dept was able to do an internet search where they found a screwdriver that would fit the external door screws of the pca pump. This is being brought to your attention for we believe a pt may have been attempting to take the medication out of the machine which is a safety issue and risk. The hospital has not been able to identify who the pt was but is attempting to identify if possible. Diagnosis or reason for use: post operative/procedure related pain control.